Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer called and reported the insulin pump was stuck on the priming loop while trying to fill tubing. No numbers were coming up when she would press a button. Customer's blood glucose was not known. She was advised to hold down the button until receiving a second series of beeps or numbers were to appear on the display. The customer stated both occurred. It was advised that the customer revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.